Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The tensioner had a potential field age of approximately 12 years with an unknown usage history at the time of the reported event. This device was used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. This is the only reported complaint for the part number lot number combination in this complaint. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the tensioner no longer provides sufficient tension on the cable.